Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the sureshot didn't work. The procedure was finished free hands to insert the screws. It is unknown what procedure was being performed. It is unknown if there was a delay. No injury or harm to the patient reported.

Manufacturer narrative:
H3, h6: it was reported that during surgery, the sureshot didn't work. The procedure was finished free hands to insert the screws. It is unknown what procedure was being performed. It is unknown if there was a delay. No injury or harm to the patient reported. The associated sureshot targeter, used in treatment, was returned and evaluated. A visual inspection of the returned device indicated the part shows signs of use and wear and the cord is deformed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A functional evaluation was performed and indicated the targeter has been recognized by the interface. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed that this failure mode has been identified. The device was manufactured in 2014. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Based on this investigation, the need for corrective action is not indicated at this time. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.